Event description:
Sunrise medical was made aware of suite via notice of service of process on (B)(6) 2013 regarding an incident involving a quickie s646 power chair. It was reported to sunrise medical that on (B)(6) 2012 an end user sustained injury while in his s646 power chair. Legal documents allege that the end user was riding in his wheelchair in his front yard when the chair came to a sudden halt. The end user was thrown forward from the chair and fell to ground and suffered a fracture to the right distal femur. Further info is unavailable at this time due to legal involvement.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.